Event description:
Additional information was received from the facility nurse on 12/07/2009 which indicates the following: the patient affected was admitted for coronary artery disease (cad) and underwent bypass surgery in (B) (6) 2009. Patient was received in cardiovascular intensive care unit (ICU) post-op. The patient's systolic blood pressure (bp) elevated to 170's and nipride drip was begun via baxter triple channel intravenous (IV) pump. The tubing had been primed and loaded into the pump in the cardiac vascular surgery (cvor) prior to patient arrival. Nipride was programmed to infuse at 1.2 mcg/kg/min for approximately 5 minutes without decrease in systolic bp and nurse noticed channel had shut off without any alarm. The tubing was removed from this pump, inserted into a different triple channel pump and the infusion restarted. The patient systolic bp peaked at 191. The cardiovascular ICU has a high nurse/patient ratio and frequent reassessment of patient condition. No extra interventions or testing were performed besides changing out the triple channel IV pump. The patient was discharged from the hospital in (B) (6) 2009 in stable condition.

Event description:
It was reported that during a laparoscopic colon resection procedure, the plastic pad on the inactive blade was torn. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Added additional information the device was returned with the tissue pad partially melted and partially detached with the blade gouged at the tip. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.